Event description:
Patient reported that one of her cassettes was not working. She switched to a new cassette and no issue now. Lot number is not available. No other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No, is the cassette available to be returned for investigation? No; did we replace the device? Patient had extra cassette(s). Patient has an extra cassette they could switch to. Patient was able to successfully continue their infusion. Infusion is live live-staining. What is the outcome of the event? Resolved. Describe in detail any and all damage to the cassette: no damage to cassette. No further information reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.